Manufacturer narrative:
(B) (4). (B) (4). The needle breakage was not discovered by the surgeon until after the pt was sutured closed requiring re-opening of the suture line to retrieve the needle fragment and subsequent re-suturing of the incision line. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a cesarean section procedure on (B) (6) 2010. During the procedure, the needle broke at the swage during continuous buried suturing at the dermis. The surgeon cut the stitched suture and eventually found the needle fragment. The surgeon then reclosed the suture line.